Event description:
The article, "short- and long-term outcomes of percutaneous left atrial appendage occlusion in cancer patients", was reviewed. The article presented an observational and retrospective study to compare the safety and effectiveness in short- and long-term outcomes among patients with and without cancer who underwent left atrial appendage occlusion (laao). Devices included in the study were e amplatzer cardiac plug¿ (abbott®), amulet¿ (abbott®), watchman¿ (boston scientific®), and lambre¿ (lifetech scientific®). The article concluded that laao procedure was safe and effective in both populations. Cancer patients experienced higher rates of all-cause mortality, with no differences in stroke and bleeding outcomes between groups. [The primary and corresponding author was rodrigo est´evez-loureiro, department of cardiology. University hospital alvaro cunqueiro, vigo, spain, with corresponding email: department of cardiology. University hospital alvaro cunqueiro, vigo, spain, with corresponding email: rodrigo.estevez.loureiro@sergas.es]. The time frame of the study was from april 2010 to december 2023. A total of 361 patients were included in the study, of which 186 (51.5%) received an abbott device. In the cancer patients group, the average age was 76 years and the majority gender was male. In the non-cancer patients group, the average age was 75 years and the majority gender was male. Comorbidities included atrial fibrillation, heart failure, hypertension, diabetes, stroke, transient ischemic attack, thromboembolism, vascular disease, abnormal renal function, abnormal liver function, bleeding (gastrointestinal, intracranial, genitourinary, pulmonary), labile inr, alcohol use, coronary artery disease, prior coronary artery bypass graft, valvular heart disease, cardiomyopathy, obstructive sleep apnea, chronic lung disease.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2: death date is estimated. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: short- and long-term outcomes of percutaneous left atrial appendage occlusion in cancer patients.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, heart failure, hypertension, diabetes, stroke, transient ischemic attack, thromboembolism, vascular disease, abnormal renal function, abnormal liver function, bleeding (gastrointestinal, intracranial, genitourinary, pulmonary), labile inr, alcohol use, coronary artery disease, prior coronary artery bypass graft, valvular heart disease, cardiomyopathy, obstructive sleep apnea, chronic lung disease. Complications reported included death, hospitalization, cardiac tamponade, stroke, bleeding, heart failure, epistaxis, gastrointestinal bleeding, intracranial bleeding, thrombus, device migration, peri-device leak. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: death date is estimated. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: short- and long-term outcomes of percutaneous left atrial appendage occlusion in cancer patients.

Event description:
N/a